Event description:
A customer reported a minimum fill notification on their insulin pump. There was no adverse impact to the customer's blood glucose level. The customer initially attempted to reload the original cartridge, but this did not resolve the issue. Technical support then guided the customer to fill and load a new cartridge using the proper load technique, which successfully resolved the issue. The customer was able to place the pump back in its case and resume insulin therapy.